Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the patient removed the device on (B)(6) 2020 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5, 2020 mentor became aware that section g3 unintentionally chose report source( literature) which is incorrect on initial report. Please see the correction in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021 during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some pictures were provided in the paperwork received. Upon visual evaluation of one of the images, scar tissue was noted next to a device with no apparent damage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female who underwent breast augmentation revision with a mentor memorygel 300cc silicone prosthesis experienced left sided capsular contracture baker grade iii, and right sided breast pain post procedure. Patient stated that she is unable to do any physical activity due to pain. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to left prosthesis.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some pictures were provided in the paperwork received. Upon visual evaluation of one of the images, scar tissue was noted next to a device with no apparent damage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020 indicated capsulectomy was performed and the left implant replaced with an unknown implant. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 12, 2021 additional information received indicated that the left side baker grade was iii/IV, and device migrated, right side had issue with capsular contracture grade I/ii. In this report, plan for capsulectomy of the left side, and new replacements. This report relates to the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2020 mentor became aware that the follow up #3 unintentionally missed the replacement device information. Manufacturer¿s reference number: (B)(4) cat#: 3503001bc, sn#: (B)(6).